Event description:
Patient had negative pressure dressing on an open wound on his sacrum and ischial area. This was applied in spring 2012. Two days later the dressing was to be changed. The negative pressure machine showed a good pressure at 125 mm/hg. When the patient was turned the dressing was soaked and partially open. The machine never alarmed when it was obvious that there was no pressure in the system.======================manufacturer response for wound vac system, renasys ez plus negative pressure wound therapy system (per site reporter).======================there were actually 5 device failures (all will be reported). The first 4 were attributed to the cannister. The 5th was attributed to the foam packing material.